Event description:
Device 2 of 2. Reference MFR report #1627487-2012-00809. During an implant procedure in germany, it was reported impedance issues were noted via intraoperative testing utilizing the dbs programmer. Multiple attempts to rectify this matter through re-connection of the extensions to the ipg were unsuccessful. New extensions and a new ipg were requested by the physician, and the resulting impedance readings were within specifications. The reported issue extended the surgery by approximately one hour. No pt complications were reported as a result of this event.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.